Event description:
Boston scientific received information that following the implant of this left ventricular (lv) lead, high thresholds that resulted in intermittent loss of capture was noted. It was determined that the lv lead had dislodged. A lead revision was performed but the physician was unable to advance the lv lead into the vein to obtain good lead measurements on the pacing system analyzer (psa). In addition, the guidewire was not able to be passed through the lumen of the lead. This lv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The lv lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the lv lead was performed. Visual inspection of the lead body and electrode tip found no anomalies. A setscrew mark was noted on the lead¿s terminal pin and there were drag marks on the terminal ring. Attempts to pass a stylet through this lead were unsuccessful due to blood infiltration toward the distal end of the lead. Resistance testing was completed to assess the lead¿s electrical performance and measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement; however, testing was able to confirm that due to blood infiltration, the guidewire could not be passed through the lumen of the lead.